Manufacturer narrative:
MDR made in error duplicate to (B)(4).

Event description:
Cancel.

Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim it was reported by the customer that clinicians felt it was due to the tubing as when they switched out the tubing there were no further issues.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.